Event description:
The customer reported that when their device was powered on, the message "service" showed on the display. This is indicative of the device being locked up and not available for use. There was no patient use associated with the reported failure.

Manufacturer narrative:
Corrected information: the initial medwatch report indicates that the device had not been returned to the manufacturer. The initial medwatch report should indicate that the device was returned to the manufacturer on (B)(4) 2012. The initial medwatch report stated no, that the device had not been evaluated but that the evaluation was anticipated and not yet begun. The initial medwatch report should have stated yes, that the device had been evaluated by physio. (B)(4). The initial medwatch report indicated the following: physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch report should have stated: physio-control evaluated the customer's device but was unable to duplicate the "service" message on the screen. Physio did observe that a service indicator was present, as well as event codes in the memory which indicated that the 3 volt coin-cell battery located on the system pcb assembly had depleted thus losing the device's configuration. Physio replaced the 3 volt coin-cell battery and reloaded the device configuration which resolved the service indicator and loss of configuration issue. As a precaution, and to address the reported "service" message and device lock-up, physio replaced the memory pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Additional information: physio further examined the removed memory pcb assembly and was unable to verify, or duplicate, the reported failure. The assembly functioned normally on mock-up. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.